Event description:
It was reported that air bubbles were forming in the tubing when upon trying to use the customer's insulin pump. The customer was removing the reservoir when rewinding. The insulin was stored in the refrigerator and removed before usage to warm up to room temperature. There were no leaks found in the reservoir and no air bubbles found in the o-rings, just the tubing. The customer's blood glucose aws 7 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)